Event description:
Received info regarding a cartridge alarm 19 during the load process. Reportedly the customer's blood glucose level was 252 mg/dl. It was reported that the customer had a back up pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.